Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, (B)(6) reported that a 53 year old female patient presented to his office with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2026 at tooth location #18. It was reported that the implant driver broke inside the implant during placement, and the implant was removed using a new implant driver on the same day of placement. The patient's current status was able to place a new implant. The event occurred inside the patient's mouth. The opposing arch consisted of natural teeth, and the patient had bone quality of type ii/iii. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. No abnormalities with the implants or their packaging were observed.